Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Couldn¿t get the tampon out- vagina [foreign body in reproductive tract] string of the tampon broke off [device breakage] string of the tampon broke off... Couldn¿t get the tampon out. [Complication of device removal] case narrative: relative reported that the string of the tampon broke off and her daughter couldn't get it out. No serious injury was reported.